Manufacturer narrative:
A1: patient identifier: requested, not provided a2: date of birth: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: UDI no. N/a as this product is not exported to the us market d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: initial reporter name: unknown e1: phone number: unknown e3: occupation: unknown no actual device was returned. No anomaly was found in the results of the history investigation. As a result of investigating tip fracture strength test results, no deviations or nonconformities were found. Confirmation of the dimensions of the stored sample: as a result of confirming the dimension of the stored sample with the involved lot, the outer diameters of the platinum coil, stainless steel coil, and shaft met the factory's specifications, and no anomaly was found. Tip fracture strength test of the stored sample: as a result of confirming the tip fracture strength test of the stored sample with the involved lot, it met the factory's specifications, and no anomaly was found. Based on the investigation results, no anomaly was found in the history of the involved product code/lot number. Furthermore, no anomaly was found in the dimensions or tip fracture strength of the stored samples with the involved lot. However, since the actual device was not returned and investigation of it could not be performed, it was not possible to clarify the cause of the occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behaviour and/or location seems improper, stop manipulating the run through ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following reported information: during the patient's percutaneous coronary intervention (pci), a guidewire fractured and was retained within the vasculature. Prior to fracture, the guidewire was positioned in the am1 branch of the right coronary artery (rca) and was used in conjunction with an abbott bmw guidewire and a medtronic jr 4.0 guiding catheter. Significant tortuosity was observed at the proximal segment and ostium of the am1 branch. The guidewire core fractured; a portion of the distal tip was compressed against the vessel wall by a stent, while another fragment of the core migrated into the left main coronary artery and the brachiocephalic trunk. The procedure outcome was not reported. The patient was discharged in stable condition and is currently under follow-up, with generally normal status.